Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 51 mg/dl. Customer stated the insulin pump was not accepting troubleshooting. Customer current blood glucose reading was 146 mg/dl. Customer blood glucose reading at the time of the incident was 51 mg/dl. Customer treated their blood glucose reading with glucose tablets and eating healthy food. Customer did not mention any symptom. Customer changed their set on (B)(6) 2017 at 10:00 pm. Customer was disconnected during rewinding and priming. Customer stated the setting was inaccurate. Customer was not exposed to strong magnetic fields. The reservoir shows the same amount of insulin that reads on the insulin pump screen. Insulin pump will not be returning for analysis.